Manufacturer narrative:
Corrected date of event from (B)(6) 2016 in event description.

Event description:
On (B)(6) 2016, the patient was being treated for an iliac aneurysm with a gore® excluder® iliac branch endoprosthesis. It was reported while advancing the internal iliac component the device got stuck in the sheath. Both the device and the sheath were removed from the patient. It was reported the device separated from the catheter, nothing was left in the patient. Another sheath and device were used to complete the case with an excellent result, the patient tolerated the procedure. It was noted the patient's anatomy was tortuous and physician was torquing the device to accommodate the tortuosity.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient was being treated for an iliac aneurysm with a gore® excluder® iliac branch endoprosthesis. It was reported while advancing the internal iliac component the device got stuck in the sheath. Both the device and the sheath were removed from the patient. It was reported the device separated from the catheter, nothing was left in the patient. Another sheath and device were used to complete the case with an excellent result, the patient tolerated the procedure. It was noted the patient's anatomy was tortuous and physician was torquing the device to accommodate the tortuosity.